Manufacturer narrative:
Findings: pump received with stripped battery cap coin slot (p), lcd cracked and bleeding, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked case. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to lcd damaged.

Event description:
The customer reported via phone call indicating that the insulin pump had battery cap damage. Customer's blood glucose at time of incident was unknown. The customer stated the battery is stuck and lid is damaged. The customer stated that she can't remove battery cap. The customer already tried and it is completely stripped. The customer was advised that we are replacing pump and revert to back up plan.